Event description:
The rptr stated that rptr did back to back (rapid succession) blood glucose tests, using different fingersticks. Results were 100 and 149 mg/dl. Rptr did not have any symptoms. On followup, the rptr confirmed the reported tests; rptr did not want to troubleshoot or do control testing. No harm was alleged.